Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual instructions for use for the related event are as follows: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella rp device for mechanical circulatory support. While on support, the patient had bleeding. The impella was advanced without difficulty. It was at this time that the physician noticed the chest filling up with blood. The physician scrubbed back in, and examined and pulsatile blood was noted coming from atrioventricular (av) groove. The av groove had not had a tear before the impella placement; however, the impella is not anywhere anatomically close to the av groove. Despite efforts of bioglue, patches, and multiple repair stitches, the patient kept dissecting further and further in that area. The patient was weaned from cpb with the impella rp. Anesthesia put patient on epi drip and gave boluses of epi, vasopressin, levophed to keep patient map of 50 along with continuous infusion of packed red blood cells (prbc) and fresh frozen plasma (ffp). However, the patient went asystole. The pump turned off. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.